Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 28 sep 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 31 had failed. A field service engineer fse found that the slide rails were causing auxiliary drawer 3 full height to not slide out smoothly and to keep clicking. The fse replaced both the left and right slide rails removed the drawer from the station removed the faulty rails installed new rails and ensured all screws were tightened and the rails moved smoothly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 3 failed when the user required medication, which located on mhg4icu. The customer tried to recover the drawer, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.